Manufacturer narrative:
(B)(4).

Event description:
It was reported the rv lead exhibited sensing issues. Surgical intervention was taken and the physician capped the lead and implanted a new rv lead. The issue was reportedly resolved. The patient's conditions before, during and after the procedure were reportedly good.